Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to an in-vivo rupture. Analysis also indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo.

Event description:
It was reported that the right ventricular lead was removed and replaced as part of a system upgrade, without performance allegations. The lead was later returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.